Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The technical service representative (tsr) assisted the hp to troubleshoot the alarm. The hp stated he could see air bubbles in the supply line and started a manual drain. The hp stated the drain volume (dv) = 100 ml and he then pressed stop and go. The hp confirmed the alarm cleared and he would continue with dwell 3 of 4. The hp confirmed to call back with any questions. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). Therapy continued with actual product. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.